Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a pulse generator fault code indicating the capacitor was not charged to the programmed voltage. The device was explanted and replaced with a new guidant cardiac resynchronization therapy-defibrillator (crt-d). The explanted device was returned to guidant.